Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No unexpected battery out limit alarms noted. No cosmetic damage noted on pump. Low reservoir alarm function properly during testing.

Event description:
It was reported by the customer that they do not believe their insulin pump is functioning properly. Customer states their blood glucose levels had been increasing over 500 mg/dl and the device failed to alarm low reservoir. Customer was advised to disconnect from device. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Insulin pump did not alarm and customer was advised the device was functioning properly. Blood glucose level was 230 mg/dl at time of reporting. Nothing further reported.